Event description:
In less than 12 hours the (B) (4) patient developed a foot pressure ulcer underneath the device. When the catheter was discontinued a 2cm x 2cm reddened area was present. An opsite was placed on the area and then coban. When the area was redressed and the site was found slightly edemous, the skin was broke open in the center of the reddened area. Antibiotics were given.

Manufacturer narrative:
Results - without a lot number, we are unable to review the device history record or material review report for any irregularities that may have been found during the manufacture of the product. Conclusions - the sample was not available for analysis; therefore, we are unable to determine the root cause for the problem encountered. (B) (4)